Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that patient received medical intervention while wearing the pod between 4 and 24 hours. While at a routine visit with their endocrinologist, the patient's blood glucose level reached around 300 mg/dl. Patient's doctor was concerned and nurse delivered a 5-7 unit manual injection as treatment. Upon removal of the pod the following day, the cannula was found bent.